Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 90 mg/dl, 243 mg/dl, 418 mg/dl, 382 mg/dl. Customer declined troubleshooting for high blood glucose. Customer also states insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.